Event description:
Healthcare professional (hcp) reported patient was injected with 0.1 ml of juvéderm® volux¿ supraperiosteal and 0.3 ml of juvéderm® ultra 3 subcutaneously. Hcp reports "occlusive vascular complication with hyaluronic acid, affecting the angular artery, branch of the facial artery." 2 hours after the procedure, patient reports "purple color on one side of face." Assessment 2.5 hours after procedure, there is a violet coloration in the area of the facial/angular artery after the left lip commissure: lateral side of the nose, tip of the nose affected side and upper lip affected side(right). Capillary filling 2-3 sec, no pain. Doppler ultrasound shows a path from an undamaged facial artery to the upper third, where it is significantly reduced in diameter as it passes close to an anechoic vacuolar zone corresponding to a hyaluronic acid deposit. Reduced infusion after these areas. The first dose of 500 u hyaluronidase is applied to an echoguided vacuolar anechoic area and 500 u to the artery path. Because there is no obvious improvement, the next two applications are made with hyaluronidase infiltrating the injection site and the entire area affected with hyaluronidase at doses of 1000 and 1500 u per application, after 20 and 50 minutes respectively, according to the protocol. Warm compresses are left at the end of each application. Slight pallor is observed immediately after the second application of hyaluronidase. Which patient recovers later. This relates to juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.